Event description:
The report stated that the surgeon had used coagulation function and pushed the blue button multiple times in the beginning of the procedure. When he went to use the pencil towards the end of the case, he noticed the button was missing. The button could not be located.

Manufacturer narrative:
When the investigation is completed, a follow-up report will be submitted.